Manufacturer narrative:
The affected device was examined on site by the dräger service technician and video/photographic material was provided for further assessment. An overheated capacitor on the circuit board ¿hpsv-controller¿ was identified as the root cause of the reported device failure. This also corresponds with the charred smell that had been reported by the user in connection with the device failure. In the event of a short circuit in the internal +15v power supply due to an overheated capacitor, ventilation is interrupted and the emergency breathing device is automatically opened to allow the patient to breathe spontaneously. The device attempts to remedy the deviation by a warm start. If the warm start sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the previous settings. This process is accompanied by a power failure alarm. In the current event, warm starts were performed permanently (as also reported) due to the failure on the circuit board. For this reason, it was not possible to further operate the device. The device reacted as specified and generated an alarm in order to alert the user of the device failure. Replacing the faulty hpsv circuit board remedied the problem. The device was finally tested successfully according to the manufacturer's specification. A charred smell could no longer be perceived after replacing the circuit board. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during operation on the patient and remained in a permanent reboot process. According to the user, a charred smell could be perceived. No patient consequences were reported.